Event description:
It was reported that pump displayed malfunction code and there were no notable events before issue occurred. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, reset pump with assistance, did not experience repeat malfunction, was advised to continue using pump, and was instructed to call back if malfunction code recurred.